Event description:
It was reported the ventricular lead exhibited high thresholds on the remote follow up report. It was also questioned whether the ventricular capture management (vcm) was working appropriately. The device was reprogrammed, and the device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.